Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during review of the activity log. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The high voltage module to system board cable was replaced as a precaution. It is important to note, the multi-function cable and roc adapter were not returned with the device for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during cardiac arrest, the device continuously displayed a "cable fault" message. The customer stated the multi-function cable was replaced and the device displayed a "cable fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.